Manufacturer narrative:
Investigation initiated manufacturer's investigation no sample returned review DHR. Distribution history the complaint products were manufactured at csi. Manufacturing record review DHR-10067 - 270750 was reviewed and no abnormalities were noted. Incoming inspection review incoming inspection record review not applicable to this product. Supplier pull test results of subassembly part number 53474, lot lm237545 were acceptable, above the 41lbs minimum with results of > cpk 2.0, see attached . Service history record service history not applicable for this product. Historical complaint review a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt the complaint product was not returned to csi. Visual evaluation a physical device evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation an evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause root cause not applicable as the complaint condition was not confirmed. Corrective actions coopersurgical will continue to monitor this complaint condition for trends. Was the complaint confirmed? No.

Event description:
Report stated: "the mityone product failure occurred on 1-08-21. 32 y.o. Patient, second pregnancy, first attempted vaginal delivery. Two successful pulls with the mityone m-style mushroom cup with fetal head travel. Third pull resulted in cup failure. The m-style mushroom cup separated from the stem. C-section was successful. Mother and baby are well (apgar score of 9) and no additional medical attention was required. 10067 mityone mushroom cup e-complaint (B)(4).

Manufacturer narrative:
(B)(6), inc. Is currently investigating the reported condition.

Event description:
The mityone product failure occurred on (B)(6) 2021 32 y.o. Patient, second pregnancy, first attempted vaginal delivery arom with meconium present vacuum assisted delivery was initiated after attempts to achieve an unassisted delivery. Two successful pulls with the mityone m-style mushroom cup with fetal head travel third pull resulted in cup failure. The m-style mushroom cup separated from the stem the attending physician, dr. (B)(6), noticed fetal scalp bruising and elected to perform a c-section rather than attempt additional pulls with a new mityone m-style mushroom cup. C-section was successful. Mother and baby are well (apgar score of 9) and no additional medical attention was required. (B)(6) reported the event to FDA. Mityone mushroom cup 10067 e-complaint- (B)(4)